Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture the morning after it was implanted. A fluoroscopy showed it was dislodged. A surgical procedure was done and this lead was replaced. The cause of the dislodgement was unknown. The sales representative visually inspected the lead after it was explanted and it appeared to be intact. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. When analysis is complete, this report will be updated.